Event description:
The device was removed due to elective replacement time. The device was returned, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: (B)(4): the reason for return was battery depletion. The device projected to last sixty four percent of its expected longevity. A high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Review of the save to disk data showed the battery depletion curve to match the depletion model for this device, indicating the battery consumption was normal. Preliminary analysis: the battery was at rrt with a telemetered value of 2.61 volts. Functional test: the rrt battery was confirmed with a telemetered value of 2.62 volts. The device was fully functional. Longevity calculation: calculations based on programmed parameters when the device was received indicate that the device should have lasted approximately another (B)(6) months before the battery reached rrt voltage. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.